Event description:
It was reported that the customer was hospitalized with vomiting, ketones, and an elevated white blood cell count. The customer reverted to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.